Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the retention screw fractured at implant tooth site #7. Therefore, the implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: evaluation method codes were added: 10, 4109, 4111 h6: evaluation result code was added: 3252 h6: evaluation conclusions code was added: 4307 h10: narrative/data was updated. Zimvie received one (1) portion of the mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation (images are attached). Visual evaluation of the as returned device identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the mhlas dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems, ifu4894 rev. 6 - 08/19. Information identified: contraindications, precautions, and adverse effects. Based on the investigation and risk management file review as per rmf rm-002p3 rev.10, the most likely root causes determined from the investigation are excessive loading on abutment/implant assembly (customer error or patient factors). Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.